Event description:
The patient stated she had a micl implantable collamer lens implanted in the left eye two years ago. The patient is reporting that she has developed cataracts in both eyes and has become more nearsighted since the procedure. The icl has also shifted. The icl remains implanted. In consultation with her surgeon, the patient has decided not to remove the icl at this time. Further information was requested, but patient was not comfortable sharing additional information over the internet for privacy reasons. See MFR#2023826-2010-01235 for the right eye.

Manufacturer narrative:
(B)(4).